Event description:
Loss of osseointegration, implant achieved osseointegration, primary stability was achieved, implant was completely covered with bone, no thread tap used, diabetes mellitus, smoker, preceding/simultaneous bone augmentation, pain (2022_2784, 2022_2785 and 2022_2786 are same patient).